Event description:
A consumer reported experiencing blurry distance vision following intraocular lens (iol) implant surgery. She stated that her vision is 20/30, which is the same va prior to surgery; and that although her distance vision is blurry, she "does not need glasses for near vision". At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).